Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced an ongoing temperature, swelling, and pain at the ICD implant site. A chronic pocket infection was confirmed as evidenced by a large volume of frank purulence. The ICD system was explanted.

Manufacturer narrative:
Continuation of d10: product ID dvfb1d4 ICD - implant date (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high pacing impedance. The lead was explanted. The implantable cardioverter defibrillator (ICD) was explanted for unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted for unknown reason. No patient complications have been reported as a result of this event. It was further reported that the patient experienced an ongoing temperature, swelling, and pain at the ICD implant site. A chronic pocket infection was confirmed as evidenced by a large volume of frank purulence. The ICD system was explanted. No further patient complications have been reported as a result of this event.